Event description:
As a result of lasik, I have dry-eye, glare, halos, stenosis, fluctuating vision, eye pain, night vision problems and poor vision indoors. I can no longer drive at night and early in the am and I am (B)(6) y/o. Driving in the rain is also more difficult. I also have cerebral palsy and my eyes cannot properly fixate due to strabismus and nystagmus. Please consider listing cerebral palsy, nystagmus, and strabismus as contraindications of lasik. My quality of life has gone down. I now wear scarel lenses to help my vision but I need to use a special device called a dalsey machine as I do not have the dexterity to use my hands to put the contacts in. I also have a service dog to help me with my cp and anxiety. I believe that there was over-confidence in skill and or the tracking device/technology.